Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that she is getting a no delivery alarm while changing her set and filling the tubing. Troubleshooting was performed. After 3 reservoirs, customer was unable to get the plunger to work with any combination of reservoir/sets. Customer was advised to get a functional set change going for her and to revert to a back-up plan. No further assistance needed.